Manufacturer narrative:
The x2 user guide states: do not start to use your t:slim x2 pump before you have been appropriately trained on its use by a certified tandem pump trainer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 268 mg/dl. A corrective bolus and insulin injections were used to address the bg level. The customer declined tandem technical support's offer to troubleshoot and was going to change the cartridge. The customer had not received pump training yet.

Event description:
The customer had declined tandem clinical diabetes specialist's offer of training or troubleshooting for the reported occlusions. The customer had reverted to using a non-tandem pump to manage diabetes.